Event description:
During product evaluation by a baxter service technician, a flo-gard infusion pump was found to have a physical damage on the power cord with bent lugs. This was not reported by the customer. This condition had the potential to interrupt delivery. There was no patient involvement; therefore, no patient injury, medical intervention, or adverse reaction is associated with this event. The user interface module master software version for this device is not available at this time. No additional information is available.

Manufacturer narrative:
(B)(4). The device has been received by baxter, and the condition was confirmed by service through a review of the event history. This complaint is an ancillary service event opened during investigation of (B)(4). The cause was determined to be physical damage to the power cord with bent plugs. To correct the condition, the power cord was replaced. If any additional information is received, a follow-up MDR will be sent.